Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-05585 / 05588).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011, due to patient allegations of pain, bone/tissue damage, loss of range of motion and elevated metal ion levels. During the procedure, patient's legal counsel alleges soft tissue discoloration and bloody synovial fluid. Review of invoice history confirmed all components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, "dislocation and subluxation due to inadequate fixation and improper positioning."

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011 due to patient allegations of pain, bone/tissue damage, loss of range of motion and elevated metal ion levels. During the procedure, patient's legal counsel alleges soft tissue discoloration and bloody synovial fluid. Review of invoice history confirmed all components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's operative (op) notes reports patient was revised due to dislocations. Revision op report notes vertical positioning of the acetabular implant, intra-articular effusion of synovial fluid, disruption of the posterior capsule and musculature, fibrous tissue, and blackened discoloration of the surrounding soft tissues consistent with metal wear. Op report also notes that while attempting to remove the modular head, the stem became loose. All components were removed and replaced.